Event description:
It was reported that the flange is broken at the base. Per reporter, the event occurred during patient use. The outcome of the reported issue was not indicated, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the trach flange. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined the most likely root cause for the issue was an error where the cut scrap parts were inadvertently mixed with the rest of the production parts during manufacturing.